Event description:
It was reported that during a meniscus repair surgery, the upper jaw of the 'novostitch' was not grabbing the suture on the reloads. Two additional 'novostitch' were opened with not success. The procedure was completed without delay using a back-up device. No further complications were reported. Results of investigation concluded that the needle sled was out of place and partially detached which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the needle sled out of place and partially detached. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.